Event description:
It was reported that tandem mobi pump generated cartridge alarm during use that was not associated with loading process, and caller had not previously experienced similar alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, removed cartridge, delivered 9-unit bolus successfully with notification that insulin on board would be affected, then reloaded original cartridge and successfully resumed insulin therapy, and issue was resolved.